Manufacturer narrative:
The subject product was discarded by the user facility at the time of use and was not available for evaluation. As reported, the user was new to the optifix at fixation device, therefore, it is possible adequate cupping, deployment angle, and/or counter pressure was not provided by the user during use of the device. However, without the sample to evaluate, we are unable to definitively determine why the fasteners in the device were not providing adequate fixation. The IFU for the optifix at fixation device prescribes the proper method for use of this device for proper fastener delivery and includes "place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counterpressure." A review of the manufacturing records was performed and found that the lot was manufactured to specification. This file represents the first device used during the procedure. An additional MDR was opened to document the second device used.

Event description:
It was reported that while performing fixation of mesh with the optifix at device, the fasteners were not seating well into the mesh and tissue. As this was a new product/ new users it was thought to be a lack of counter pressure when deploying the fasteners and patient anatomy. The performance issue did occur in both the straight and articulated positions. The case was completed utilizing the optifix at. This occurred with two devices during the case. There was no patient injury and no reported post-op complications to date.